Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol ventrio st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 ¿ patient was diagnosed with two ventral incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh. Per op notes, ¿a ventrio st mesh was inserted through the incision at the umbilicus, over the incarcerated hernia and tacked using sorbafix tacker.¿ on (B)(6) 2015 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with the partial removal of mesh. Per op notes, ¿the adhesion was taken down. The synthetic mesh was tagged into peritoneal cavity and old mesh was completely off the abdominal wall and clumped up with severe adhesion of omentum were removed.¿ on (B)(6) 2015 ¿ patient was diagnosed with peritonitis, abdominal wall cellulitis, infected mesh thereby underwent open repair with the removal of mesh. Per op notes, ¿lysis of adhesion of small bowel, the distal ileum with perforation was resected and the synthetic and the remaining of ventrio st mesh was removed. Then, anastomosis was performed.¿ on (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent primary closure suing suture.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H11: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2020-01375). It was identified that the emdr is a duplicate of a previously reported event (MDR_number: 1213643-2019-05775). As such, this supplemental emdr is submitted to report the information. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6.b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.